Event description:
One endeavor drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic at 30 day follow-up. A spontaneous gi bleed occurred approximately 18 weeks after the index procedure, resulting in hemodynamic compromise (hypotension). Investigator indicated that it is not assessable whether event was related to the study stent. Patient was symptomatic at 6 month follow up.

Manufacturer narrative:
Results: (gi bleed).